Event description:
It was reported that patient underwent revision procedure in 2008. The surgeon intended to leave the femoral stem fixed in place; however, the taper junction between the stem and the femoral head would not separate from the stem, requiring it to be removed. A 1 1/2 hour delay in the procedure was experienced.

Event description:
It was reported that patient underwent revision procedure 2008. The surgeon intended to leave the femoral stem fixed in place; however, the taper junction between the stem and the femoral head would not separate from the stem, requiring it to be removed a 1 1/2 hour delay in the procedure was experienced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There have been no trends identified related to this type of event. A fax was sent to inform the user facility of the event. In the event that the user facility submits a medwatch report, biomet will forward a copy to FDA. The following user facility information is available: evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
Examination of returned device was inconclusive. This report filed december 10, 2008.